Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results and correction to a1. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a definitive root cause could not be determined. However, it is believed that the user did not read the instruction manual carefully and that this occurred due to the user's error in controlling the concentration of the disinfectant solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): 3.9 inspecting the disinfectant solution¿s concentration level. When cleaning and disinfecting endoscopes, be sure to use an acecide checker or portable concentration checker to check that the disinfectant solution has an effective concentration. Be sure to replace the disinfectant before it loses its disinfecting effect. Warning: when cleaning and disinfecting endoscopes, be sure to use an acecide checker or portable concentration checker to check that the disinfectant solution has an effective concentration. Be sure to replace the disinfectant. Before it loses its disinfecting effect. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the reprocessed gastrointestinal videoscope was used for a case in oer (olympus endoscope reprocessor) where disinfectant concentration check was not performed. The issue occurred during reprocessing. There were no reports of patient harm.